Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus australia, there was the possibility that the reported phenomenon was attributed to the failure of the the pin inside the scope connector socket. Omsc presume that the pin was failure in the following sequence; when inserting the scope connector into cv-190's scope connector sockets, the missing part of the scope connector ends caught on the pins inside cv-190's scope connector sockets. Since the scope connector was further inserted with the inserted scope connector caught, the pin inside the scope connector socket of cv-190 was pushed back and deformed.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the phenomenon reported by the user facility was reproduced. The video connector socket was damaged but could be connected. This defect may have been caused by excessive stress on the video connector socket. The video connector socket was replaced and system software was updated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the contact pin inside the video connector socket was crushed and damaged, and affected with the display of the endoscopic image when using the olympus 180 series endoscopes. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscope image was flickering when the video connector was operated.